Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, the instrument will not fire, even though all system indications were normal. The surgery was completed with a manual handle. There was no injury or adverse event reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one powered handle, and one adapter opened by the account. No visual abnormalities were noted for the handle or adapter. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 0 autoclave cycle for the adapter. The eeprom was uploaded and indicated 15 autoclave cycles for the handle. The code err_ow_program_pulse was displayed several times throughout the eeprom. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. Since the clinical reload and battery was not returned, a pmv representative one was utilized for all functional testing. A pmv battery pack was loaded into the device. The device powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. The adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. A pmv reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The firing mode button was pressed and solid blue lights were displayed. The adapter was inserted onto a pmv representative handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the adapter. A pmv reload was inserted onto the adapter and the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated clockwise in increments of forty-five degrees and fully articulated left and right each time to detect an out of round sulu load ring but the reload detect led did not turn off indicating that the software recognized the presence of a reload the entire time. The pmv reload was then cycled without hesitation or binding. Engineering evaluation of the product determined that the bldc board was defective. The board was sent back to the supplier for further evaluation. From the troubleshooting of the device by engineering, it was determined that the bldc board was responsible for the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.